Event description:
It was reported via repair work order that the nurse call cable was damaged. It was also reported that the siderail controls were not working due to malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.